Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a damaged grommet, a loose/detached set screw, and a missing set screw. The returned device found a set screw with a rounded socket.

Event description:
It was reported that during an implant procedure, the proximal screw on the device for the ventricular lead was damaged (loose) interfering with the implant. A different device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.